Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced foreign matter within the fluid path component (needle). The following information was provided by the initial reporter. The customer stated: the patient needed to collect arterial blood gas due to his condition. The nurse used the newly opened arterial blood collector and found foreign bodies in the needle, so it was replaced in time and no harm was caused to the patient. Adr# (B)(4).

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. A foreign matter can be seen adhered around the middle of the cannula. The type of foreign matter could not be determined from the photo. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.